Event description:
The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, during the evaluation of the device at the third-party service center, the device was visually inspected and found pca, ui bezel's ribbon cable was burnt, and iso port is melted.